Manufacturer narrative:
Block f10: problem code 1069 captures for the reported event of stent broken. Block h10: a visual evaluation of the returned advanix stent found that it was blackened at distal barb, the stent was stretched and broken at proximal section, including the barb; consequently, confirming the reported complaint. Probably the stent was blackened due to the device was in place for some weeks. The delivery system was not returned for analysis. Based on the product analysis, the issue occurred during withdrawal/closure, while stent was being removed and it was in place for some weeks. It indicates that the device was received and implanted in good conditions, however procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. As per evidence provided, the stent was grabbed with an unknown device probably a snare or forceps. Using a snare or forceps is a standard biliary stent removal technique. The damages found on the stent (stretched/broken) are typically made due to grab and pull the stent with the snare or forceps during the stent removal. Once the stent is caught with the snare or forceps, continued attempts to remove it can damage the stent and force to remove it can result in stent breakage. A review of the device history record (DHR) was performed and no anomalies were found, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. All compiled information on this investigation determines that the most probable cause is: "adverse event related to procedure". No further escalation is required at this time. Correction: date of event updated to (B)(6) 2019.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during a planned endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2019. The advanix biliary stent was implanted 6 weeks prior to the scheduled stent removal. According to the complainant, during the planned stent removal procedure performed on (B)(6) 2019, the advanix biliary stent broke in two pieces when the physician gently tugged the stent to remove it. The physician removed both pieces of the stent from the patient. No additional stents were placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during a planned endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2019. The advanix biliary stent was implanted 6 weeks prior to the scheduled stent removal. According to the complainant, during the planned stent removal procedure performed on (B)(6) 2019, the advanix biliary stent broke in two pieces when the physician gently tugged the stent to remove it. The physician removed both pieces of the stent from the patient. No additional stents were placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.